Manufacturer narrative:
Update to d1: brand name. Update to e1: initial reporter name and address. Update to g4: postmarket identification - PMA/510(k). Update to h3: device evaluated by manufacturer. Update to h6: type of investigation (b). Update to h6: investigation findings (c).

Manufacturer narrative:
According to the customer, on (B)(6) 2025 "a loud whistling sound with o2 leakage is observed at the adaptor." The customer said that "the patient is not receiving sufficient o2" and "risk of desaturation." The customer stated that there were "no consequences" and "desaturation's risk." The customer reported "patient deceased as a result of her condition (lymphoma)." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 "a loud whistling sound with o2 leakage is observed at the adaptor." The customer said that "the patient is not receiving sufficient o2" and "risk of desaturation." The customer stated that there were "no consequences" and "desaturation's risk." The customer reported "patient deceased as a result of her condition (lymphoma)."